Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed, and the reported failure was able to be reproduced during the sine cycle.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right master tool manipulator (mtm) could not control universal surgical manipulator (usm) 3. The customer used the second surgeon side console (ssc) before contacting an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse asked the customer which error or message prompted but the customer had no information regarding it and only saw that the mtm became a virtual point. The tse told the customer that the issue might be the surgeon gave control to the second ssc on the touchpad. The procedure was completed on the second ssc with no reported injury to the patient. Isi followed up with the initial reporter and obtained the following additional information: the procedure was not originally a dual console configuration. A second ssc was brought in to continue the procedure. The surgeon's head was inside the hight resolution stereo viewer attempting to manipulate instruments when the issue occurred. The issue was not related to the inability to move the instrument at all. The instrument scaled appropriately, moved in the intended direction, and had appropriate timing. There was no shakiness and no external collisions. The issue was persistent, and the issue was resolved by using a second ssc to continue the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the master tool manipulator (mtm) 2 to resolve the issue. System was tested and ready for use isi has not received the mtm 2 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.